Event description:
Facility reports a transfer set with a broken clamp. Noted during use. The pt received a transfer set change and was treated prophilactically with cefazoline (dosage unknown) intraperitoneally. No pt injury reported.